Manufacturer narrative:
Clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of chest pain. The etiology of the event(s) is unknown; therefore causality cannot fully be determined. However, based on the lack of information available, and due to the fact the patient was in active treatment at the time of the event(s); a contributory and/or causal relationship cannot be ruled out. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse (rn) called technical services regarding a male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] experiencing chest pain after incurring an system error alarm during pd therapy. Follow-up with the nurse revealed the cause of the chest pain and/or the rational for the hospitalization is unknown. Patient is currently back on hemodialysis due to gall bladder removal surgery. Additional information was solicited.

Event description:
"."

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.